Manufacturer narrative:
10/8/2004 initial report sent to FDA. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue.

Event description:
Reportedly, the instrument was easy to close and fire. After the instrument was opened, the stapels wer not formed. Instrument was defective. The opened rectum had to be sutured. Procedure: resection.